Manufacturer narrative:
Other device involved in this event: unk-controller (B)(4). (B)(4) and a controller with an unknown serial number were not returned for evaluation. Review of the manufacturing sterility records confirmed that the associated pump met all requirements prior to release. The most likely root cause of the reported event can be attributed to the reported double disconnect of the batteries from the controller. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device are likely contributing factors. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Coagulopathies leading to intracranial hemorrhage can be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. There are patient and pharmacological factors that may have contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: unk-controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heart failure patients indicated for lvad support are also often indicated for ICD implantation and are at high risk for arrhythmias. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was found on the bedroom floor of brother's house on (B)(6) 2016. Guest initially found her and per emergency medical services (ems) report, batteries were found to be disconnected from the controller. Upon arrival to the emergency room (ER), the patient was normotensive but subsequently found to be septic and thus intubated. Broad spectrum antibiotics were administered. The patient was transferred to another facility on (B)(6) 2016. An increase in pump power was noted during initial vad power spike noted during hours of assessment, concerning for vad thrombosis. Head computed tomography (CT) scan performed revealed subarachnoid hemorrhage (sah). The initial CT scan performed at previous facility was reportedly negative. Thus, neurology consult involved with serial CT scans performed demonstrated progressive microhemorrhages. During this time, continued power spikes of the hvad were noted with evidence of hemolysis in labs and urinalysis. The patient had persistent (B)(6) bacteremia despite appropriate antibiotic therapy (vancomycin/zosyn and later vancomycin/ceftriaxone). As the patient continued to have progressive microhemorrhages, thrombolysis nor bivalirudin were considered options. Explant of vad was considered, however, patient would not be able to tolerate heparin bolus for cardiopulmonary bypass (cpb) machine. Impella support was also considered with progressive vad failure but the patient was also found to have left ventricular apical thrombus and thus not an option. Other percutaneous vad support requires increased heparinization and intra-aortic balloon pump (iabp) would not have been adequate support for the patient for mixed cardiogenic/septic shock. Ultimately, the hvad's power continued to climb greater than 25 watts and mean arterial pressures (maps) declined. Dobutamine was started and increased but had to be stopped due to recurrence of ventricular tachycardia and multiple shocks. After discussion with the patient's family, it was agreed that it was best to transition to comfort care as there were no alternative options available and to limit the patient's suffering. The patient was extubated to spend some moments with the family as her mental status was appropriate. The hvad continued to have declining support with progressive thrombosis and the patient went into pulmonary edema. Comfort care measures were started and the patient's implantable cardioverter defibrillator (ICD) and vad were turned off. The patient ultimately passed away peacefully, surrounded by her family members on (B)(6) 2016. Permission to obtain an autopsy was refused. No further information was provided.